Event description:
Pt admitted via ER dx fractured femoral neck. Consented to surgery, pre-surgery workup completed, spinal anesthesia applied, procedure proceeded, bone cement applied, prosthesis impacted into femoral canal. Pt's hr & bp began to drop, closure performed. CPR initiated x45-50 min pt failed to respond. Pronounced dead.